Event description:
Boston scientific received information that this pacemaker was part of a system revision due to infection. Further, the patient had twiddled the entire system. This pacemaker was explanted and no longer in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.